Manufacturer narrative:
Concomitant medical products: addr01, ipg, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited high impedance at elective replacement indicator (eri) and the right ventricular (rv) lead exhibited fracture. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.